Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was reported by a company representative from a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 1.723 mg/day) via an implantable pump. The indication for use is non-malignant pain. On 2015-11-13 the rep reported that the patient had let the pump run dry and the hcp wanted to check the catheter and rotors. The hcp performed a dye study and could not get any return when drawing back on catheter access port. It was noted that the patient did not want a revision and wanted pump left alone. Therefore, no additional interventions would be performed. The patient did not have any symptoms with the pump running dry. The patient decided that they would take their oral medications and quit getting the pump refilled. The patient did not want the pump explanted.